Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history records were reviewed for the suspected contour next one meters and no manufacturing anomalies were found.

Manufacturer narrative:
The customer stated that she used two vials of contour next test strips. However, she did not know which lot was used to obtain which reading. The lot #s used by the customer were 9kpeg04a and 9lpeg05a. Product details for lot # 9kpeg04a are captured in this report. The manufacture date and expiration date for lot # 9lpeg05a are 01-nov-2019 and 30-nov-2021, respectively. The part # for lot # 9lpeg05a is 7312 and the unique identifier # is (B)(4). The patient/family was the initial reporter, no information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 167 mg/dl at 11:15 p.m. And 87 mg/dl at 11:16 p.m. On two separate contour next one meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.